Manufacturer narrative:
The lead was returned due to valvular regurgitation. As received, a complete lead was returned in two pieces. Visual examination of the lead did not find any anomalies except for procedural damage. Electrical testing was normal.

Event description:
It was reported that the patient presented for an explant procedure. Prior to the procedure, echocardiogram was performed and revealed that the patient experienced valvular regurgitation. The right ventricular (rv) lead was explanted. The patient was in stable condition.